Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. A review of the event history log found no evidence to support the customer reported 'low volume error'. The device has been evaluated, with no symptoms or potential cause observed, for a low audio volume issue. However, the customer-reported problem 'low volume error' has been concluded to relate to a low volume delivery discrepancy. Although the pump was not evaluated for this issue, the device will undergo full testing in order to ensure that it is in proper working condition before return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a low volume error. There was no known patient injury or medical intervention associated with this event. No additional information is available.